Event description:
Customer reported receiving a reading with freestyle at 85 mg/dl while exhibiting incoherence and rolling about upon the floor. Paramedics were contacted, and pt was transported to the hospital. At the hospital, customer received a reading of 29 mg/dl with the hospital's freestyle meter. Time between tests were not provided. Customer was treated with an injection. Tests were upon a finger site. Customer was not admitted to hospital. Customer indicated a recurring problem with error 4 messages. Testing conducted on finger.